Manufacturer narrative:
(B) (4). Neither the device nor test results were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional product information.

Event description:
It was reported that the patient underwent spinal surgery with instrumentation. Some time post-op, the patient developed an infection. Additional information has been requested. A follow up report will be sent if additional information is received.